Event description:
It was reported that the female connector (dark blue) of the minicap transfer set separated from the main body (light blue). This occurred after treatment of peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.